Event description:
It was reported that an ilet user experienced fluctuating blood glucose with highs up to 384 mg/dl and lows down to 40 mg/dl over several weeks after a functional review, and the user often skipped meal announcements due to concern about post-meal hypoglycemia while relying on the pump to correct. Symptoms included hypoglycemia and hyperglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related failure to follow instructions for meal announcements, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.